Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage describing preventative methods associated with the phenomenon in ¿chapter 5 safety regarding cleaning, disinfection, and sterilization¿, ¿chapter 6 application and conditions for cleaning, disinfection, and sterilization¿, and ¿chapter 7 cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. There was no delay in the start of precleaning. During precleaning, it is unknown if the scope insertion section was wiped. During manual cleaning there were no abnormalities in the accessories used for cleaning. The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, operation unit cover air leak, insertion section curved rubber adhesive part missing, insertion part soft tube collapse, insertion part soft tube collapse, eyepiece body scratched, operating part angle lever paint peeling, and operation part up/down plate paint peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for rhino-laryngo fiberscope having broken image guide bundle. Upon inspection and testing of the returned device, foreign material was found attached to the soft tube at the insertion site due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.